Manufacturer narrative:
This complaint has been assessed for all sport 36 count ultra unscented for the reason codes string: broke / pull out - medical care / consultation. No trend based on date/lot code over the last 6 months.

Event description:
Consumer stated that her 22-year-old daughter used the tampon, and the string broke on it and she was unable to retrieve it herself, so she had to go to the emergency room to get it removed.